Event description:
Harmonic focus shears would not function. Message 1 tighten assembly, message 2 open the jaws which were already open, message 3 replace the instrument. FDA safety report ID # (B)(4).